Event description:
It was reported that the ventilator alarmed reset and then shut off while connected to a patient. The caregiver had the patient's diaphragmatic pacer turned back on to allow independent ventilation. When the therapist attempted to retrieve the internal settings, the ventilator alarmed reset and shut down twice. No patient harm reported.

Manufacturer narrative:
Na